Event description:
An optometrist reported that two weeks following bilateral lasik surgery, the patient presented with inflammation and transient light sensitivity (tls) in both eyes. The patient reported being light sensitive even in low light conditions. The topical steroid drops were increased to treat the event. In a follow-up, the optometrist reported that the patient was very light sensitive and had to wear sunglasses inside. Per the optometrist, the event resolved with treatment after one week. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803 56 when additional reportable information becomes available. (B)(4).